Manufacturer narrative:
The product was returned for inspection but it was misplaced in house. If the product is found, the investigation will be reopened and a supplemental medwatch will be submitted. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. The biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of biomet 3i titanium abutment screws, it is recommended to torque at 20ncm. Without the returned product, there is not enough evidence to form a conclusion on the reported event of abutment screw fracture. Therefore, the complaint is non-verifiable. A probable cause cannot be determined.

Manufacturer narrative:
Unknown abutment screw. Implant with reported fractured screw inside received on may 26, 2017. Implant (boet411) is being reported as concomitant device.

Event description:
It was indicated that an unknown prosthesis screw fractured inside the implant with tooth location #30. The doctor was unable to remove the screw from the implant (boet411) , therefore the implant was removed on (B)(6) 2017.